Event description:
It was reported that the pulse generator could not be interrogated. When the telemetry wand was applied, a -please locate device- message displayed. The patient was asymptomatic with a presenting rhythm of 67 pulses per minute. Magnet application did not change the presenting rhythm. Battery data from one year prior was 2.71 v, 14 ua, and 4.9 k, with an estimated remaining longevity of 1.25 years. The device was replaced.

Manufacturer narrative:
No medwatch form was received.